Manufacturer narrative:
Beckman coulter customer technical service (cts) evaluated the event, and identified the "validation range" settings were incorrect. The patient was one (1) day old and was not included in the "less that 1 day old" validation range. Cts confirmed that the rules ran as expected based on the "validation range" settings. The settings were adjusted to resolve the issue. Age or date of birth, weight, and ethnicity: information not provided by customer. (B)(6). The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported critical tbil (total bilirubin) results for an infant were auto validated by remisol advance (radv) when it should have not been auto validated, which caused a delay in patient treatment by one (1) day. There was no report of injury or death associated with this event.